Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient stated that on (B)(6) 2017 they had a lexiscan for an unrelated illness. The procedure could have affected the ins. The patient stated that they normally charge their ins every other day due to their high frequency stimulation. They are not alleging a complaint about having to charge every other day. They changed it about 4 months ago to high frequency and it works beautifully but then last friday they were charging the battery and they charged it fully but then on saturday it only took about 5 minutes to charge and it should have been more depleted but it could not have been so they tried it on sunday and monday but it kept saying that the ins was full. They do not think it is working properly. They started having pain, which was noted to be a sudden change in therapy/symptoms, on (B)(6) 2018. The patient stated that the stimulator might be working fine because they have had other unrelated problems. When asked about emi interference the patient realized that they had the lexiscan on friday. They confirmed that they did not turn the stimulation off before the procedure. The patient confirmed that they are getting full coupling boxes, the battery is about 3 quarters full, and the stimulation is on. It is unclear if the ins was turned off or when the patient turned the stimulation back on. During the call the patient increased the stimulation. Patient services advised them that now that they know the stimulation is on for sure they should try the setting and if the pain does not go away they should follow up with their healthcare professional (hcp). A manufacture representative (rep) called on (B)(4) 2018 to review information and stated that they would be meeting the patient to evaluate their system on the day of the report. No further complications were reported/are anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(6) 2018. The rep stated that they ran impedances with the patient which looked good. The rep checked the patient¿s diary and the rep believes that the patient accidently turned the implantable neurostimulator (ins) off all day saturday and part of the day friday. The patient¿s scan was friday and thus the potential correlation. The rep believes the patient turned the ins back on, on sunday, possibly without knowing it. The rep states that the charging issue was explained by the rep to the patient as far as having a shorter charge because the ins was off. All of these things have been resolved. No further complications were reported/are anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.